Event description:
In 2009, "caller alleged imprecision with inratio meter. Results as follows:" first test inr = 4.8. Second test inr = 3.8.

Manufacturer narrative:
In 2009, inratio precision data provided by end-user: first test inr=4.8. Second test inr=3.8. Mean=4.3; sd=0.71; %cv=16.4%. The %cv of 16.4% is less than 20%. Per internal procedure, the precision criteria is met. No product testing is required. There is an indication that the product will not be returned and no serial number was provided. Therefore, no further testing is possible. No corrective action required as no product deficiency was established.